Event description:
Patient was revised due to pain and loosening of the patella. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Examination of the returned components could not confirm the reported pain or loosening. The investigation was unable to determine the root cause. The need for corrective action was not identified. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.